Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing due to noise which resulted to pacing inhibition up to 5 seconds. There was no inappropriate shock reported and the impedance measurements were stable. Boston scientific technical services (ts) then reviewed the history of the patient¿s device. Additional information states that the device change out was done in which the physician opted to use a new device which has more capability to deal with noise. The source of noise was not identified and the patient will be monitored. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.